Event description:
A (B)(6) female patient presented for a nanoknife ablation to treat tumors in the endocrine system (primarily pancreatic) on (B)(6) 2011. As reported on (B)(6) 2011, during the procedure the patient experienced hypertension multiple times. The first time the patient's blood pressure registered 180/100mmhg, the second 190/100mmhg and the third 175/100mmhg. The anesthesiologist present decided to interrupt the procedure. No medication was administered to manage the hypertension, as it spontaneously resolved approximately one minute after each episode. The physician who was performing the procedure decided to abort the final ablation sequence. There was no harm or injury due to this event. It was reported that the patient's blood pressure quickly returned to normal.

Manufacturer narrative:
This report is not being sent for a product problem. There was no allegation that the device malfunctioned. This report is being submitted to notify the FDA that an adverse event, in the form of hypertension, occurred during the procedure. There was no report of permanent harm or permanent injury to the patient due to this event. The company is attempting to obtain additional information on the patient's medical condition. Any new information obtained by angiodynamics will be reported as follow-up.